Manufacturer narrative:
Device MFR date: monitor (B)(4): 01/2009. Electrode belt (B)(4): 06/2007. Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. Upon inspection, the electrode belt was found to have a broken trunk cable connector. The connector and the connector nut were broken and the pins were exposed. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. Device eval of monitor (B)(4) has not yet been completed. A supplemental report will be sent when eval is complete. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt called in to zoll lifecor customer support to say that some of the pins bent in the monitor. Support sent the pt a replacement monitor and electrode belt.